Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Not returned by attorney.

Event description:
Patient's legal counsel reported patient underwent left hip revision procedure approximately six years post-implantation due to patient allegations of pain, limited mobility, metallosis, and impaired physical mobility. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Additional information received in operative notes reported that patient underwent a left hip revision procedure approximately six years post-implantation due to pain. During the procedure, no grain or black tissue was noted and the stem was well fixed. Furthermore, during the procedure the wound was irrigated and small debridement of soft tissue occurred. The femoral head was removed and replaced, and a poly liner was also implanted.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2015-03938 / 03939).

Event description:
Patient's legal counsel reported patient underwent left total hip arthroplasty on (B)(6), 2008. Legal counsel further reports patient underwent revision procedure on (B)(6), 2015 due to patient allegations of pain, limited mobility, metallosis, physical scarring, disfigurement and impaired physical mobility. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information and additional information, which was unknown at the time of the initial medwatch.

Event description:
Patient's legal counsel reported patient underwent left total hip arthroplasty on (B)(6) 2008. Legal counsel further reports patient underwent revision procedure on (B)(6) 2015 due to patient allegations of pain, limited mobility, metallosis, and impaired physical mobility. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Additional information received reported that during the revision procedure on (B)(6) 2015, no grain or black tissue was noted and the stem was well fixed. Furthermore, during the procedure the wound was irrigated and small debridement of soft tissue occurred.